Event description:
The pt reported that on 8/9/00 they were very sick and vomiting all day. On 8/9/00 the subject's blood glucose per the one touch profile meter was 153 (12:29), 175 (14:02), 150 (15:41), 168 (18:00), 243 (20:32) and 139 (23:07)mg/dl. The subject did not take morning insulin or eat all day. At 20:32 subject took 9 units of 70/30 insulin. On 8/10/00 subject was taken to the ER and was admitted to the hosp for the treatment of diabetic ketoacidosis and severe dehydration, with a laboratory blood glucose of 600mg/dl (3:30). Subject does not clean meter or use control solution.